Event description:
Unable to walk for 2 weeks post-uae; nerve damage to left buttock, leg, and foot. Dx with a vascular necrosis of the left hip. Difficulty walking, debilitating pain, will require a hip replacement. Severe red rash on left buttock, hip, and top front of left leg. Amenorrhea. Permanent vaginal numbness.